Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service engineer replaced the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii assay results for four patient samples with the cobas e411 immunoassay analyzer. Sample ID (B)(6) : on 06-aug-2021 at 15:06, the initial result on the e411 was 1.94 ng/ml. On (B)(6) 2021, the repeated result on a cobas 6000 - e601 at another laboratory was 2.7 ng/ml. Sample ID (B)(6): on (B)(6) 2021 at 15:10, the initial result on the e411 was 1.60 ng/ml. On (B)(6) 2021, the repeated result on a cobas 6000 - e601 at another laboratory was 2.7 ng/ml. Sample ID (B)(6) : on (B)(6) 2021 at 16:46, the initial result on the e411 was 1.10 ng/ml. On (B)(6) 2021, the repeated result on a cobas 6000 - e601 at another laboratory was 2.1 ng/ml. Sample ID (B)(6): on (B)(6) 2021 at 16:55, the initial result on the e411 was 0.945 ng/ml. On (B)(6) 2021, the repeated result on a cobas 6000 - e601 at another laboratory was 1.5 ng/ml. It is unclear if the questionable results were reported outside of the laboratory. The reagent lot number was 501636 with an expiration date of 28-feb-2022.